Event description:
The customer reported that the reservoir of one (1) ce intermate sv 100 had ruptured during filling with normal saline. According to the customer, the device was fill with roughly 85 milliliters of sodium chloride when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.